Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 104mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.